Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparin blood collection tubes there were 194 tubes with foreign matter in the tube, and 729 tubes with air bubbles in the gel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 100 retention samples of each lot from bd inventory were evaluated by visual examination and no issues were observed relating to air bubbles/foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode air bubbles/foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 4102681. D4. Medical device expiration date: 30-apr-2025. H4. Device manufacture date: 11-apr-2024. D4. Unique identifier (UDI) #: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparin blood collection tubes there were 194 tubes with foreign matter in the tube, and 729 tubes with air bubbles in the gel. No adverse impact was reported regarding the patient or user.